Manufacturer narrative:
Review of applicable device history records did not find any deviations or nonconformances that are likely to have contributed to infection. Infection is a known and inherent risk of surgical procedures.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2023 and developed signs of infection at the site of the surgical incision. Patient and physician elected to explant to system to allow healing. Explant was performed on (B)(6) 2023.